Manufacturer narrative:
Continued e.1 phone number: (B)(6). Explanting physician: dr. (B)(6), (B)(6) hospital. A review of the device history record has been completed. No deviations or non-conformance's noted. Further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event lymphoma - alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents was performed, and the event of bia-alcl is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma - alcl will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. The events of seroma-late and capsular contracture are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and seroma-late.

Event description:
Healthcare professional reported "histological finding of anaplastic large cell lymphoma on periprosthetic capsule, following mastectomy for neoplasia", "prosthesis-related pathology, specifically lymphoma", "capsular contracture baker grade unknown". Later healthcare professional reported "capsular contracture baker grade iii" and subsequent persistent "seroma", histological examination of "periprosthetic capsule" and "cd30+ alk- markers" in histological report. This record is for the right side. Device was explanted and replaced with an unknown device. Alcl was reported by the physician but it is not being considered related to this device as it was unclear if this was related to an abbvie device or due to the patient's prior devices. Additional follow up has been conducted to determine this information.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2a, d2b, d4, g4, h4. A further investigation has been opened due to receipt of new device information and will be submitted in a supplemental emdr.

Event description:
The manufacturer of the device has been confirmed as allergan/abbvie.

Event description:
Healthcare professional reported "histological finding of anaplastic large cell lymphoma on periprosthetic capsule, following mastectomy for neoplasia", "prosthesis-related pathology, specifically lymphoma", "capsular contracture baker grade unknown". Later healthcare professional reported "capsular contracture baker grade iii" and subsequent persistent "seroma", histological examination of "periprosthetic capsule" and "cd30+ alk- markers" in histological report which was deemed as alcl confirmed. This record is for the right side. Device was explanted and replaced. Manufacturer of the device is unknown.

Manufacturer narrative:
Clarification d4, h4: physician reported that the device is a breast implant and not a breast expander. The device is "unknown mammary implant", unknown manufacturer and manufacturing date and expiration date of the device is unknown (d4, h4 submitted in previous medwatch should not have been submitted since these dates are unknown). The event of lymphoma-alcl-confirmed is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.